Event description:
It was reported that the 6800 system had specs on the image. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure was verified. Particles were cleaned from the image intensifier during the service call. The system was tested and found to be working as intended and put back into service.